Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a right atrial (ra) lead was found to be in the patient's coronary sinus, and resulted in the patient receiving inappropriate shocks. Rhythm identification (rid) and the ventricular (v) greater than atrial (a) was questioned as it applies to atrial tachycardia discrimination, and where it can be programmed off. It was noted that neither the patient name nor the model/serial of the lead were available.